Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v986836, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va01k4q, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
A healthcare professional from a clinical study reported that the patient whose indication for use is alzheimer's disease had experienced seizure activity starting on (B)(6) 2015. The suspected cause was unknown. It was unknown if it was related to the study, programming, or lead. No corrective action was taken. The event was resolved.